Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump exposed to fluid. The customer¿s blood glucose was 98 mg/dl at the time of incident. Customer reported that there was fluid under the lcd display. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.